Event description:
Bad shipment of reagent received. Intermittent erroneously high results were obtained on numerous patients. This shipment of reagent was in use 11/20/2023 -11/29/2023. Test error codes found on multiple days of qc, no errors on patient results. When error occurred, troubleshooting included recalibration of reagent. Beckman coulter was notified 11/30/2023. Results were repeated after issue was discovered and current lot # of reagent was discarded and new lot # of reagent calibrated. Repeat was 5.5. Reference report #mw5149568.